Event description:
Device report from synthes reports an event in the USA as follows: it was reported that on an unknown date , during a routine incoming inspection it was observed that torque test fail. There was no patient and hospital involvement. This complaint involves one (1) devices torque-limiting handle straight w/ratchet-. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: reporter is a j&j employee. Without a lot number the device history records review could not be completed. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6 investigation summary: service and repair evaluation: the customer reported the device torque-limiting handle straig w/ratchet failed torque test. The repair technician reported device failed torque testing and was out of calibration. The minimum torque peak attained during evaluation was 3.175 nm which is out of the specified limit 3.2 nm-3.7 nm for the part. Torque test low is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is failed low torque. The item will be forwarded to customer quality. The evaluation was confirmed. Device history part # 03.835.043, synthes lot # h732800-25, supplier lot # h732800-25, release to warehouse date # 16 jan 2019, supplier # (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.